Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  it was not working and the lead wires and battery were replaced and it was working now great.